Event description:
Reporter alleged blood glucose measured 193 mg/dl at 8:15 am so customer took normal sliding scale insulin as a result. It was stated at 12:59 pm, glucose was 157 mg/dl before lunch, however, customer felt low and performed a retest using a new bottle of test strips which then measured 56 mg/dl at 1:02 pm. Reporter stated another test was performed on the old bottle of test strips which measured 164 mg/dl at 1:03 pm back to back with the new bottle of test strips which measured 53 mg/dl at 1:04 pm. Reporter indicated customer was given peanut butter and jelly as a result, however, no medical treatment was sought or received. A request was made for the return of the suspect device and replacement product was sent.